Manufacturer narrative:
The aortic extender endoprosthesis (aortic extender) provides an extension of approximately 1.6 cm or 2.2 cm of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis (trunk). A review of the manufacturing records could not be performed as the lot number was not available. As such, no UDI number was generated.

Event description:
On unknown date, this patient underwent surgical repair of a stanford type a thoracic aortic dissection using artificial blood vessels. Additionally, an original stent graft made by the physician was placed to repair a stanford type b thoracic aortic dissection. On an unknown later date, a conformable gore® tag® thoracic endoprostheses and two gore® excluder® aaa endoprostheses aortic extender components were implanted within physician¿s original stent graft to extend coverage distally within the descending thoracic aorta with the most distal device being an aortic extender component (pla260300j/lot unknown). The reason for this treatment was not provided. On unknown follow-date, examination revealed a new entry tear immediately adjacent to the most distal stent graft. On (B)(6) 2018, an additional conformable gore® tag® thoracic endoprostheses was implanted to extend coverage and cover the new entry tear. A type iii endoleak from the junction part was observed, but it was resolved with ballooning during the procedure. The procedure was completed without further issues and the patient tolerated the procedure.